Event description:
It was reported that the patient had a difficult trial and could only get in one lead. They were unable to advance the leads due to adhesion and scar tissue etcetera. Two leads were tried, used a pli kit but still ¿nothing.¿ as a result, they aborted. It was mentioned that the patient had ms and they wanted to try percutaneous leads. The patient received effective therapy at trial, had adequate stimulation and went onto the implant. Refer to manufacturer report # 3007566237-2014-02826.

Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_lead, serial# unknown, (B)(4), product type: lead. (B)(4).